Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas touchscreen became unresponsive, including the unlock slider, notification bell, and cartridge icon, while the user could still access graphs, and photos showed a cracked screen consistent with a device fracture of the touchscreen component; standard power-cycle and in-app reset steps did not restore function, and the user had backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen, aligning the malfunction to the display¿s touch interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.